Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported via phone call that the insulin pump had a loose drive support cap. The customer stated is pushing out insulin from the drive support cap, instead of pushing out insulin on the side on pump. Customer stated they also experienced high blood glucose. Customer stated the drive support cap fell out. Customer's blood glucose went over 400mg/dl for two days, until she noticed her drive support cap was coming out. Customer's current blood glucose was coming out. Customer is unsure how that happened. Customer treated with a bolus. Advised customer the insulin pump will be replaced and revert to back up plan.